Event description:
Oncoming rn found pt with pulse oximeter on right big toe. When pulse oximeter was removed, a small circular area that looked like a burn was noted directly below the nail bed. All digits were assessed for burn sites and two other sites were found on the right thumb: one directly below the nail and the other distal to the first joint. Areas are small red circles, matching exactly the size of the light emitting diodie (led) light from the pulse oximeter sensor. No blisters, drainage or necrosis noted. Appeared to be first degree burns. Rn noted areas remained reddened for more than two days. Physician was notified and no further treatment was ordered.nursing staff did not save the device or the packaging; however, all of the devices on the unit were from the same lot number (064688a-1101). Nursing staff report that when they apply this device to the patient, they simply place it and position the led light opposite the sensor. No pressure or force is put on the device. Staff noted that there are 6 adhesive circles that come in the device packaging, but they do not know what those are to be used for, and there is no indication on the adhesive or on the packaging. Staff's usual practice is to change the device's position every 8 hours. The staff reported no difficulties getting o2 sat readings with the patient. The device did not feel warm to the staff or appear to be damaged/broken in any way upon visual inspection.